Manufacturer narrative:
Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. The run data file (rdf) was analyzed for this event. The analysis of the run data file did not find a conclusive cause for the higher-than-expected wbc content reported in the rbc product for this collection. No unusual process variable was identified and the signals in the run data file indicate that the trima accel system operated as intended. Based on the available information, it is possible that the filter was unloaded from the filter bracket and loaded again during rbc collection or rbc additive solution addition, which could have a similar affect to ¿squeezing¿ the filter when using a gravity drain system. It is also possible that the reported results could be attributed to an issue with the filter. Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the red blood cell (rbc) product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(4). The rbc collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide in root cause: based on the run data file analysis, a specific root cause could not be determined.possible causes of higher-than-expected wbc content reported in rbc product include, but arenot limited to:- the filter was unloaded from the filter bracket and loaded again during rbc collection or rbcadditive solution addition, which could have a similar affect to ¿squeezing¿ the filter when using agravity drain system.- incorrect orientation of the rbc ptf filter in the bracket.- failing to install the rbc ptf filter in the bracket.- squeezing the rbc collection bag to accelerate the rbc product through the filter.- premature flow from the rbc collection bag to tlr filter prior to rbc product mixing with rbcstorage solution as a result of a missing clamp or failure to clamp, causing the filter to clog.- an unidentified manufacturing issue with the filter.